Manufacturer narrative:
The user facility stated that the patient was already in traumatic arrest at the scene of the accident and it was determined that the cot drop would not have further deteriorated the patient's condition. The user facility stated that the drop was due to use error. Only one emt was operating the cot at the time and there were multiple pieces of heavy equipment on the cot along with the patient. The emts involved in the incident were re-trained.

Event description:
The customer alleges the cot latch did not catch the cot with a patient on it and it fell out of the ambulance about three feet.

Event description:
The customer alleges the cot latch did not catch the cot with a patient on it and it fell out of the ambulance about three feet. It was reported that the patient required medical intervention. Further information was not provided.